Event description:
It was reported that during un-packaging of the 014 balance middleweight (bmw) guide wire, it was observed that the tip was separated; therefore, the bmw was not used. There was no resistance noted during removal from the packaging. There was no patient involvement and no clinically significant delay in the procedure. A new bmw guide wire was used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.